Event description:
Comment from rep stating: has seen many times now with cognis and teligen that even if you insert the torque wrench before you insert the lead, the lead will still pull out after the setscrew is tightened down. Specific to this implantable cardioverter defibrillator (ICD), lead connection issues were encountered at the time of implant but this ICD and the concomitant lead were successfully implanted. No adverse pt effects were reported.

Manufacturer narrative:
A copy of this event has been forwarded to marketing or the appropriate dept.